Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) of 671mg/dl. The cause of the elevated bg was unknown. Additionally, an unspecified alarm occurred which resulted in the pump suspending insulin. Multiple follow up attempts were made to gather additional information and complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.